Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute onyx device in an rca lesion. No damage was noted to the packaging. No issues were noted when removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated and the device passed through a previously deployed stent. The stent was implanted, however, it is reported that a proximal strut fracture occurred. No patient injury reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Procedural image review: review of the procedural images confirm the deployment of the stent overlapping the distal section of a previously deployed stent in the rca. The lesion site was located in a tortuous section of the rca and exhibited calcification. Following numerous post-dilatation balloon inflation gaps are visible along the stent; however no fracture has occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.